Event description:
It was reported via repair work order that the foot siderail was stuck in and unable to lift to the up position due to bent glide rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.